Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided, the cause of the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation was due to be patient anatomy. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3, thick leaflets and an enlarged atrium. One clip was implanted, reducing tr to a grade of <1. Three days after the clip was implanted, echocardiography showed the implanted clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4.